Event description:
During the scheduled prostate biopsy procedure, two initial attempts were made to collect tissue specimens using the biopsy instrument. However, no specimen was obtained during either attempt. The physician then requested a new biopsy instrument. Upon opening and utilizing the new instrument, the biopsy was successfully completed and specimens were collected as intended.